Event description:
It was reported that the unit displayed machine pressure sensor autozero failed (ec 1108). There was no patient involvement during the time of the event. No patient or user harm reported. Per the diagnostics performed by the engineer, the customer stated that the unit was giving an error code for machine pressure sensor autozero failed. The remote support engineer (rse) advised the customer to perform the following: verify pin alignment between solenoids and the da pcba; replace the machine auto-zero solenoid (sol 2 and sol 4); replace the da pcba. The customer stated that no work has been done on the da board, and the da board was aligned properly. The customer then requested part numbers for da board and sol 2 and 4. The rse provided the customer with part numbers, and the customer was taking responsibility to correct/repair the device. Further information is pending.

Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. The customer was provided with parts identification; however, it could not be confirmed if the customer replaced the specified parts. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No parts were returned for failure investigation. If parts are returned or if new information is provided, a supplemental report will be provided.